Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bit fuzzy display. The customer¿s blood glucose level was unknown. Advised to discontinue and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No fuzzy or distorted display noted. Insulin pump passed the self-test and the displacement test. The insulin pump was monitored for a day and no unexpected blurry. Fuzzy, or additional display anomalies noted. Insulin pump was received with scratched case and pillowing keypad overlay.